Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A pairing test with the nordic bluetooth device was performed and passed. Global transmitter functional testing was performed and the transmitter passed with no deficiency. The transmitter log was reviewed and loss of signal was confirmed on the incident date. The customer complaint of loss of connection was confirmed. A root cause could not be determined post investigation